Manufacturer narrative:
Supplemental to update codes, code (B)(4) no longer applies . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that a revision was done on (B)(4) 2018 and the stimulator movement had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient would need a revision to possibly move the implant. It was stated that the patient had lost a lot of weight and the implant was flopping around and getting caught on the chair. The indications for use were non-malignant pain and degenerative disc disease. No patient symptoms reported.